Event description:
During an in-service training session by a zoll medical sales representatible, the device made a loud pop sound and displayed a "defib fault 80" message. There was no patient involvement in the reported malfunction.